Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "bone reabsorption" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient undergoing orthodontic treatment was injected with a syringe of juvéderm® volift¿ with lidocaine into the dark circles and three syringes of juvéderm® volux¿ into the jaw and chin. About 8 months later, patient underwent a tomography to finalize orthodontic treatment and there was noted to be "bone reabsorption in the filling region, slightly more on the left side than on the right." No treatment has been provided and event ongoing. Healthcare professional considers event to be permanent damage. This is the same event and the same patient reported under (B)(4). This emdr is being submitted for the serious unexpected adverse drug experience. This is the same event and the same patient reported under patient identifier (B)(6). ((B)(4)). This emdr is being submitted for the suspect product, juvéderm® volux¿.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, b6, g2, h6, h10.

Event description:
Patient representative reported juvéderm® volux¿ was injected onto mentonic bone. Patient underwent exploratory surgery of the left mandibular region. An extensive cavity was observed with signes of bone resorption. Curettage and cleansing of the affected area were performed, followed by bone reconstruction using the bio-oss graft and bio-gide membrane.